Event description:
Event description boston scientific received information that this ventricular lead was undersensing r waves and exhibiting high threshold measurements resulting in loss of capture. Impedance measurements have remained stable and normal. Additionally, the patient has recently developed atrial fibrillation which the device was observed to be tracking. There were no adverse patient effects.